Manufacturer narrative:
The device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported downstream occlusion which was reproduced through troubleshooting of the device during 5 minutes 400 ml/hour flow testing. A review of the event history log identified downstream occlusion messages. The reported condition was verified. The cause was determined to be out of specification force sensor readings due to an out of adjustment downstream tubing guide. The downstream tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.